Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that the balloon on a 5f fogarty atrioseptostomy catheter detached from the shaft during an emergent, life-saving procedure on a weeks old infant. Fortunately the physician was able to remove the catheter and the balloon without any complications. There was no patient injury. Additional patient demographics and operative report were requested and not provided.

Manufacturer narrative:
Our product evaluation laboratory received one model 830705f catheter. Blood was visible on the distal and proximal balloon windings. Visual examination found the proximal balloon windings were partially unraveled and had slipped distal on the catheter tip. The balloon latex was pulled out completely from under the proximal windings. The smooth edge on the proximal end of the balloon latex suggested there was no balloon latex missing. No other visible damage or inconsistency was observed from the catheter body. The distal balloon windings were intact. The customer report of "balloon detached" was confirmed; however, the balloon was only partially detached. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. As with all catheterization procedures, complications may occur. Perforation, arteriovenous fistula formation, venous thrombosis, catheter tip separation, rhythm disturbances, infection, damage of the atrioventricular valves, balloon fragment embolization, and failure of balloon deflation have all been reported incident to the use of atrioseptostomy catheters. It is common clinical practice to inspect the catheter and balloon prior to use on a patient. A balloon that does not inflate or deflate would be discovered upon inspection and the catheter can be exchanged with a minimal delay in treatment. The IFU states, ¿care must be exercised to avoid damage to the balloon during insertion of the catheter¿. If the balloon deflation difficulty is not discovered prior to use, blood flow could be compromised in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.